Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had connection issues with the pump and transmitter. There was no reported impact to the customer's blood glucose level. No additional patient or event information was available.